Event description:
I have a medtronic pain pump that is overdosing. I've had trouble with the catheter in the past and ended bo with mrsa meningitis followed by vrec meningitis 2 to 3 yrs ago. I started in (B)(6) with severe lower leg pain. I also had 2 really bad dizzy spells which I didn't know why until the pump fill determined there was a problem. Also severe constipation and impaction which I never had. I went to pump fill and told the nurse at pain dr and I should have had over 2 cc in pump and it was completely empty. I went back one week later and was again short just over 1 cc and again 1 week went back and it was over 2cc off. At that point dr had pump abruptly turned off which is causing side effects from withdrawal of ms and baclofen. They made a report to medtronic and I also called them to ask if they pay for replacement as pain dr having me go to neurosurgeon for replacement or removal and I wanted to know do they pay for this surgery. I was told when pump returned and they find a problem they will talk to me. My concern is insurance won't pay since it's not supposed to be replaced for another couple years. Why would a company say they find a defect when they would be responsible for surgery cost and also when they get money for another replacement. I know they had problems in the past but my pump was not one of them. "I marked injury a hospital as" I will be having surgery soon to remove or replace this pump.